Manufacturer narrative:
Device received with blank display due to moisture damage on electronics assembly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's parent reported via phone call that the insulin pump had a blank display. The customer's blood glucose level was 276 mg/dl at the time of the incident. The customer was assisted with troubleshooting. The customer stated that they were swimming with the pump for about 15 mins following which they noticed that the screen was blank. The customer stated that the display was blank less than 30 seconds and did not returned. The customer also mentioned that the display did not return after the insulin pump restart and the display was currently blank. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.